Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken door. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "door broken" was confirmed during product evaluation. The assignable cause was identified as a broken pump head door in the latch area. The pump head door was replaced to resolve the reported problem.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.